Manufacturer narrative:
Calibration and qc were acceptable. No issues were identified on the alarm trace data. Based on the information provided, an assay related issue is not suspected. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter complained of an erroneous high result for 1 patient sample tested for elecsys total psa immunoassay (total psa) on a cobas 8000 e 602 module. The initial result was 5.580 ng/ml. This result was reported outside of the laboratory where it was questioned by the patient. On (B)(6) 2019 the sample was repeated with a result of 0.022 ng/ml. The customer noticed fibrin in the sample. There was no allegation that an adverse event occurred. The total psa reagent lot number was 351074 with an expiration date of dec-2019.